Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). The 3.5x23mm xience skypoint stent delivery system (sds) was attempted to be advanced; however, failed to cross the lesion due to anatomy. During removal resistance was felt with guide catheter and the proximal end of the stent was noted to be flared. The sds, guide catheter and guide wire were removed as a single unit. Outside the patient the sds was wiped down; however, upon attempting to re-insert it was noted the stent had dislodged. The dislodged stent was found on the cloth used to wipe down the device. It was noted that the flared stent edges likely became caught on the cloth when wiping down the device. A new 3.5x18mm drug eluting stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.